Manufacturer narrative:
The reported event of insufficient heatseal is confirmed. 138104 returned unopened in original packaging. The lot number of the devices 201910071 was verified. Open holes were found on the packaging of three devices, the fourth device was encroaching into the seal on the packaging. The device with the encroachment was dye leak tested which indicated that the packaging did not have an insufficient heat seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: sterility is guaranteed unless package has been opened, broken, or damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 138104, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a breach in sterility, this complaint meets the criteria for a reportable event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.